Manufacturer narrative:
Section b5: the event description was corrected. Complaint conclusion: as reported, there was difficulty retracting the needle on a 120cm outback elite re-entry catheter. The issue occurred after the device was removed from the patient. A new outback re-entry catheter was used as a replacement. There were no reported issues with the device when it was initially used inside of the patient and there were no reported patient injuries. The issue occurred prior to reinserting the device into the patient. The device was properly stored and opened in the sterile field. Additional information was requested but was not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "cannula/needle (outback only) retraction difficulty unable to" could not be confirmed. The IFU cautions, ¿excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ as stated in the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was difficulty retracting the needle on a 120cm outback elite re-entry catheter. The issue occurred after the device was removed from the patient. A new outback re-entry catheter was used as a replacement. There were no reported issues with the device when it was initially used inside of the patient and there were no reported patient injuries. The issue occurred prior to reinserting the device into the patient. The device was properly stored and opened in the sterile field. Additional information was requested but was not provided. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was difficulty retracting the needle on a 120cm outback elite re-entry catheter. The issue occurred after the device was removed from the patient. A new outback re-entry catheter was used as a replacement. There were no reported issues with the device when it was initially used inside of the patient and there were no reported patient injuries. The issue occurred prior to reinserting the device into the patient. The device was discarded and will not be returned for evaluation.